Event description:
A nurse reported during a procedure, the aspiration stopped working. The surgery was concluded following exchange of the cassette. No pt injury or harm reported.

Manufacturer narrative:
The facility did not request service. No samples are expected to return for eval. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).